Manufacturer narrative:
A review of information in the complaint file indicates this investigation was performed by a covidien (B)(4) center for the reported condition of: power cord has exposed wires. Therefore, this report will be based on information provided by the service center. Information provided indicates that the power cord was burst with exposed wires, confirming the reported condition. There was no failure analysis data provided in the complaint file; therefore, the root cause of failure was not identified. A replacement touch panel and power cable were fitted on the unit to correct the problem. Product scd express was manufactured in 2010. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. The service history for this unit is maintained by the local service center. This information will be utilized for trending purposes to determine the need for corrective action.

Event description:
It was reported to covidien on (B)(6) 2014 that the power cord had exposed wires.

Manufacturer narrative:
Submit date: 10/02/2014.an investigation is currently underway. Upon completion, the results will be forwarded.